Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that after removing the sensor he noticed the skin was red and slightly raised on the abdomen. On (B)(6) 2018 the patient spoke to his doctor and was advised to treat the skin reaction with over the counter fungal cream. At the time of contact, it was indicated that the patient was okay. No additional event or patient information is available.